Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant in tooth site #2.2 was removed due to implant fracture.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. Zimvie did not receive one implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, a device malfunction could not be verified without device receipt, the reported event is non-verifiable.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information. The reported item was returned for evaluation. The following sections are being reported: d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation was performed. No fracture identified on implant. Damage at drive feature identified possibly during the removal process. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No fracture identified on implant. Damage at drive feature identified possibly during the removal process. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.